Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The photos show an implanted 23cm glidepath catheter. The arterial lumen extension leg of the catheter was noted be whitish near the bifurcation area. Therefore the investigation is confirmed for the reported material opacification and discoloration. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement, there was allegedly a whitish discoloration on both limbs of the catheter, adjacent to the wings of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement, there was allegedly a whitish discoloration on both limbs of the catheter, adjacent to the wings of the catheter. There was no reported patient injury.